Event description:
Reporter stated that the bottom of the device is blackened and partially melted, due to an electrical short. No pt or operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.